Event description:
The customer reported the system experienced several power surges then failed to move. No report of patient and or staff injuries.

Manufacturer narrative:
A ge service representative performed an on site investigation. The engineer found the system down. The nodes were flashed and software including calibration files were reloaded. Dicom settings were reset. It was recommended the foot control be replaced because it was causing table to write error codes to the cpu continuously. Despite the needed replacement, the table operated as intended.